Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the promus stent delivery system (sds) device was inside of another company's guide catheter which was in the target lesion. The tech added positive pressure and inflated the balloon inside of the guide catheter before it reached the lesion. The sds was pulled out, but the deployed stent remained in the guide catheter. The guide catheter was removed from the pt with the stent inside it. The procedure was completed with another of the same device. There were no pt complications. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Stent dislodgement can be influenced by many factors. To help ensure that the report stent dislodgement is not the result of a mfg deficiency, all sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter. However, since positive pressure was applied while the balloon and stent were still inside the guiding catheter, it should be noted that the promus IFU states: do not prepare or pre-inflate the delivery system prior to stent deployment other than as directed. In this case, it is possible that pre-inflation of the promus balloon while the stent was still inside the guiding catheter contributed to the reported stent dislodgement, and not a product quality deficiency.